Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed visual inspection and found sensor with cannula broken, broken part was missing. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call that she received sensor error and calibration error alarms. Customer's blood glucose level was 206 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.